Event description:
Painful- vaginal [vulvovaginal pain]. Product developed lint after using [device physical property issue]. It was dry and painful when I took it out [complication of device removal]. Case narrative: consumer reported via phone that the tampon developed lint after use. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.